Event description:
It was reported that the patient implanted with this unspecified boston scientific penile prosthesis does not believe he received proper education about post-operative device care, including straightening the penis and cycling the device. He stated he does not believe that the physician is following boston scientific guidelines. The patient also reported pain in his penis, which he believes is due to not straightening out his penis, which he states the physician should have instructed him to do. He also reported anxiety around this issue. Additionally, he has requested paperwork on how to cycle the device and a physician recommendation. No additional patient complications were reported.

Manufacturer narrative:
Corrected fields: h6 impact code: updated from no health consequences to minor injury/illness/impairment. Investigation summary: based on the information available, the cause that contributed to the reported poor post-operative device care education cannot be established as the product is not available for analysis. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient implanted with this unspecified boston scientific penile prosthesis does not believe he received proper education about post-operative device care, including straightening the penis and cycling the device. He stated he does not believe that the physician is following boston scientific guidelines. The patient also reported pain in his penis, which he believes is due to not straightening out his penis, which he states the physician should have instructed him to do. He also reported anxiety around this issue. Additionally, he has requested paperwork on how to cycle the device and a physician recommendation. Boston scientific representative contacted the patient, it was suggested that device cycling according to product literature would provide the expected benefits, as this was still in the early post-operative state.

Event description:
It was reported that the patient implanted with this unspecified boston scientific penile prosthesis does not believe he received proper education about post-operative device care, including straightening the penis and cycling the device. He stated he does not believe that the physician is following boston scientific guidelines. The patient also reported pain in his penis, which he believes is due to not straightening out his penis, which he states the physician should have instructed him to do. He also reported anxiety around this issue. Additionally, he has requested paperwork on how to cycle the device and a physician recommendation. Boston scientific representative contacted the patient, it was suggested that device cycling according to product literature would provide the expected benefits, as this was still in the early post-operative state.

Manufacturer narrative:
Corrected fields: h6 impact code: updated from no health consequences to minor injury/illness/impairment investigation summary: based on the information available, the cause that contributed to the reported poor post-operative device care education cannot be established as the product is not available for analysis. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.